Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: a device history record (DHR) review was conducted: part number: 03.037.024. Lot number: t111995. Manufacturing site: tuttlingen. Release to warehouse date: 22-may-2015. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. H3, h6: a product investigation was conducted. Visual inspection: the helical blade inserter was received at the us cq disassembled. The shaft subcomponent was covered with signs of wear from typical usage such as shallow scratches and small dents. The internal threads of the shaft are slightly worn. No other issues could be identified with the returned portions of the device. Device failure/defect is identified. Functional test: a functional test was performed with the associated connecting screw that was received with the helical blade inserter. The connecting screw was unable to screw into the helical blade inserter. This was due to the stripped condition of the connecting screw. Another test was performed between the shaft and handle subcomponents of the inserter. The flange with knob on the shaft designed to hold the handle to the shaft is unable to interface fully with the internal groove of the handle. This prevents the handle from being secured to the shaft. The complaint can be replicated with the returned device. Dimensional inspection: a dimensional inspection was not performed due to post-manufacturing damage. Document/specification review: drawing(s) reviewed: (current & manufactured revisions) conclusion: the complaint was confirmed for the helical blade inserter. The inserter was received disassembled with signs of wear from typical usage, such as small scratches and dents. The handle could not securely remain attached to the shaft of the inserter. The internal threads of the shaft were slightly worn, and the associated connecting screw that was received with the inserter was unable to interface with them. This was due to the deformation of the connecting screws threads. There was no indication that a design or manufacturing issue contributed to the complaint. No definitive root cause could be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to a case on an unknown date, it was noticed that the threads of the coupling screw and interior threads of the helical blade inserter were stripped and prevented the piece from functioning properly. There was no patient involvement. This report is for a helical blade inserter. This is report 2 of 2 for (B)(4).